Manufacturer narrative:
H10: additional narratives. Updated b5 and h6 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this patient with a 23mm aortic valve underwent a valve-in-valve procedure after an approximate implant duration of 16 years and 7 months due to calcification leading to stenosis. As per medical opinion, the valve did not fail prematurely. A transcatheter valve was implanted with good result. The patient's outcome was noted as good.

Manufacturer narrative:
Additional narratives: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic valve underwent a valve-in-valve procedure after an approximate implant duration of 16 years and 7 months due to calcification leading to stenosis. A transcatheter valve was implanted with good result.